Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) goes into intermittent signal loss with connected device(s).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) goes into intermittent signal loss with connected device(s). No patient harm was reported.